Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose was 456 mg/dl at the time of incident. Troubleshooting found that the alarms were cleared after a complete set change. Customer was advised to check their blood glucose more regularly and to make sure that it is stable.